Event description:
During evaluation of a returned interlink continu-flo solution set, brown particulate matter embedded in the drip chamber was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device identified brown "spots" embedded in the drip chamber, which appeared to be burnt plastic. Fluid was run through the drip chamber, and the spots did not dislodge. The cause was determined to be a machine or equipment issue during the manufacturing process of the drip chamber. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.